Manufacturer narrative:
(B)(6). Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that underfill occurred with bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "some tubes did not draw at all and some tubes did not draw enough. Several tubes of the same tray did not draw or they drew only partially. It concerns the bd vacutainer lh pst ii. Ref 367374 lot number 8274609 expires march 2020. The tray has now been set aside, 8 tubes of random places of the tray have been given for research."